Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition was confirmed. The device was found to be stiff, could not hold the cutter, and hose pins were found to be loose. If add'l info is recd, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the emax 2 plus motor "will not run/will not rotate". The device was not being used during surgery. The occurrence date is unknown. It is unknown if there was patient/user injury or medical intervention. There was no additional information provided.